Event description:
According to the literature, a retrospective study from 2013 to 2019 evaluated outcomes of laparoscopic ventral mesh rectopexy (lvmr) in 122 patients with internal rectal prolapse (irp) and external rectal prolapse (erp). Mesh was used and secured to the rectum and vagina with suture and other non-medtronic sutures. The mesh was fixed to the sacral promontory with tacker and the peritoneum was closed with another sutures over the mesh. Complications include 19 total recurrences of erp: 11 mucosal prolapses requiring a hemorrhoidopexy procedure and 8 full-thickness prolapses requiring reoperation.

Manufacturer narrative:
Title: laparoscopic ventral mesh rectopexy (lvmr)for internal and external rectal prolapse: an analysis of 122 consecutive patients source: surgical laparoscopy endoscopy & percutaneous techniques: volume 31, number 4, august 2021. If information is provided in the future, a supplemental report will be issued.